Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Oversensing in both bipolar and unipolar settings was observed on this lead. No adverse events were reported.